Event description:
The customer reported that the fiber broke one-half inch from the fiber cap and that laser light was seen to be emitting from the point where the brake occurred. The joule count on the fiber at the time of this event was reported as 119,876 joules. The procedure was completed with a second fiber. It was reported that there was no harm to personnel and property in the treatment room. The pt outcome was reported as "fine".

Manufacturer narrative:
The fiber was returned to the manufacturer and was analyzed. Joules were verified on the fiber card as 119,390 joules. Upon analysis of the returned fiber, the fiber was found to have broken between the control knob and the fiber distal end, confirming the customer's report. Based on the analysis of fiber breakage during use, the condition of the fiber could result in an unsafe firing condition and has been identified as a potential safety issue. The product labeling warns that tissue retraction, tissue probing and bending the fiber at sharp angles may cause fiber damage or breakage. The root cause of the device failure was determined to be excessive and/or inadvertent bending of the fiber, resulting in fiber breakage. The product labeling warns the user not to bend the fiber at sharp angles.